Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Abbott technical support was contacted and suggested reprogramming the device. Provocative testing was performed and noise was not reproduced. No intervention was performed at this time and the physician elected to monitor the patient. The patient was in stable condition.